Event description:
The initial reporter received questionable elecsys troponin I immunoassay results for one patient tested on a cobas 6000 e 601 module. The e 601 module serial number was (B)(4). Prior to patient testing, the customer reported the troponin qc was acceptable. The patient's initial elecsys troponin result was reported outside the laboratory. The patient's physician questioned the reported troponin result and the customer performed repeat testing. It was reported the patient had a new sample collected "multiple times" over a period of three days and the same results were obtained. The patient's physician reported the elecsys troponin results did not match the patient's clinical picture and the creatinine kinase (ckmb) result. A sample from the patient was sent to a different laboratory and tested on a siemens analyzer. The patient's initial elecsys troponin result was 0.629 ng/ml. The patient's first repeat elecsys troponin result was 0.58 ng/ml. The patient's second repeat elecsys troponin result was 0.615 ng/ml. The patient's new sample had a negative troponin result on a siemens analyzer. The exact result was requested but not provided. The troponin result from the siemens analyzer was determined to be correct.

Manufacturer narrative:
The patient's sample was requested for further investigation, but the sample was not available. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. A general reagent issue could be excluded. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch fields: d4 - lot number, d4- expiration date.